Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance's were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: information identified: warnings: excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability. Physiological and anatomical conditions may affect the performance of dental implants. Mishandling of small components inside the patient's mouth carries a risk of ingestion, aspiration and/or swallowing. Forcing the implant into the osteotomy deeper than the depth established by the drills can result in damage to the implant, driver, or osteotomy. For short implants, clinicians should closely monitor patients for any of the following conditions: peri-implant bone loss, changes to the implant's response to percussion or radiographic changes in bone-to-implant contact along the implant's length. If the implant shows mobility or greater than 50% bone loss, the implant should be evaluated for possible removal. If a clinician chooses a short implant, then the clinician should consider a two-stage surgical approach, splinting a short implant to an additional implant, and placement of the widest possible fixture. In addition, the clinician should allow longer periods for osseointegration and avoid immediate loading. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Note: surgical manual contains instructions related to the drivers handling and the precautions that must be taken during a procedure. Forcing the implant into the osteotomy deeper than the depth established by the drill can result in damage to the implant driver or osteotomy. The complaint could not be verified as the implant and the abutment were not returned for inspection. A singular root cause could not be identified.

Event description:
It was reported that the abutment (ildat4) doe snot seat on the implant (xifnt411). It was also reported that the upper hex of the implant may be damaged, but they will leave the implant in patient's mouth. The oral surgeon also mentioned that he was able to get the locator seat, which is in the patient's mouth.